Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in hospital for a lead reposition. The atrial lead had dislodged and exhibited loss of capture. During the procedure, the lead helix exhibited an anomaly. Physician attempted to reposition the lead but was unsuccessful. The lead was explanted and replaced. The patient was in great condition post operation.